Event description:
It was reported that the patient presented in the hospital. Upon interrogation, it was discovered the insertable cardiac monitor exhibited post-sensed t-wave oversensing and a failure to connect to the app on the patient's phone. No changes or intervention was performed. The patient was in stable condition.